Event description:
It was reported that the asymptomatic patient presented in clinic after receiving an alert for multiple non-sustained oversensing episodes. Review of stored egm noted post-paced t-wave oversensing. Programming changes were made. The patient was stable following the changes.